Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up, the right ventricular lead exhibited high capture thresholds and high pacing impedance. The physician elected to monitor the patient and perform lead revision during routine device change out procedure. On (B)(6) 2019, during pocket revision procedure lead fracture due to clavicle crush was observed. The lead was capped and replaced. The patient was in stable condition.